Event description:
It was reported that this patient with this left ventricular (lv) lead had a magnetic resonance imaging (MRI) performed. This lv lead is not approved for MRI. The field representative noted they have performed the MRI with a safety protocol and not out of range measurements were exhibited after the procedure. No adverse patient effects were reported related to the off-label use. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).